Event description:
Customer reported that t: slim x2 pump battery would not charge despite using tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software and advised customer on steps for using backup insulin pump while instructing return of malfunctioning pump via ups with a pre-paid label.